Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a battery out limit alarm and unresponsive buttons. The customer stated that the insulin pump got wet. Advised the customer that the insulin pump would be replaced. The customer stated that she would be going to the emergency room to treat her blood glucose levels of 200 mg/dl. Nothing further was reported.